Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen [500 mcg/ml] at ¿the very lowest dose," indicated for intractable spasticity and multiple sclerosis. The reason for the call was to request compatibility guidelines regarding the pump and MRI (magnetic resonance imaging). The procedure was due to a problem with the device/therapy. It was reported that the reason for the MRI is because the patient is having complications and needs a blood patch because his cerebrospinal fluid (csf) is leaking. It was stated that the neurosurgeon believes it is at the site where the catheter goes in the intrathecal space. They wanted to do an MRI to verify that the patient does have a csf leak and to determine exactly where it is, so the anesthesiologist can perform a blood patch and know exactly where it is. It was indicated that this was considered a sudden change in therapy/symptoms. The event occurred in (B)(6) 2018, ¿a couple of days after the pump was implanted, it probably would have been like (B)(6).¿ the patient explained that he was in the hospital for about 4-5 days lying flat on his back when the pump was replaced on (B)(6) 2018. [Reference regulatory report #3004209178-2018-12190 for the manufacturer's report regarding the reason for the replacement on (B)(6) 2018]. It was noted that the patient is a permanent wheelchair person and has multiple sclerosis. When they picked the patient out of the bed with a hoyer lift and placed him into his chair, he thinks that¿s when the catheter possibly dislodged a little bit. It was indicated that this was considered a sudden change in therapy/symptoms. It was noted that the since the time the patient first started noticing the csf leak, they had turned up the patient's dose, and it was now around 500 mcg/day. The patient thought that tomorrow ((B)(6) 2018), they were going to up the baclofen concentration from 500 mcg/ml to 2000 mcg/ml. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.